Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and found to have an input disk 7 was found broken inside of the housing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additionally, signs of orange discoloration were found on the grip input disk bearings and dried residue on the clamping pulleys.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting clip application failure, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, the analysis is not yet completed. Follow/up MDR will be submitted with analysis findings.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the input disks were not turning which was not allowing the large hem-o-lok clip applier to open and close. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier failed to clamp when attempting to apply the clip during the case. Nothing fell into the patient and there was no patient harm.